Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: the black box and alarm history showed several call service (cs 088) alarms. The pump powered on to the verify screen correctly. Ez-prime steps were successfully completed with no call service alarms or other errors or warnings emitted. The product performed within specification. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.